Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was slightly bent along its nitinol length and the guidewire torque was not smooth. The cause of these anomalies was undeterminable. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off at several places between approximately 21.0 cm to 30.0 cm from the proximal end. The ptfe coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The torque device was on the guidewire. The guidewire hydrophilic coating was present on the guidewire. The guidewire dimensions were found within specification. The directions for use (dfu) caution to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu not being followed.